Event description:
A malfunction on a pump was reported after it was dropped. There was no adverse impact to the customer's blood glucose level. The customer reset the pump independently; however, the pump was replaced, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.